Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose readings of 321 mg/dl. Customer was hooked up to an IV at the hospital and released when blood glucose readings dropped to 229 mg/dl. Customer stated that she woke up the next morning with blood glucose readings of 33 mg/dl and she called her health care provider. Customer was advised to change the set. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was noted to be 72 mg/dl.